Event description:
The customer reported a popping noise coming from the tube. No pt injury was reported.

Manufacturer narrative:
The ge service rep ordered an xray tube and high voltage cable for the unit.